Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received 1 open cassette, with the opening date written (B)(6) 2015. The reception date was (B)(6) 2015, so the suture was used within 4 months period after opening, which is correct. Tested the knot pull tensile strength of the cassette received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. When working with monoplus suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread is breaking.